Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 157 events were reported for this quarter. Product return status: 148 devices were received for evaluation, 5 devices were available for evaluation but have not yet been received, 4 devices were not available to stryker for evaluation. Evaluation status: 147 events were confirmed during testing, - 147 devices were found to be affected by missing paint chips, 1 device evaluation is in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 157 malfunction events in which the device had paint chips missing; 157 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 7 previously reported events are included in this follow-up record.   Product return status 6 devices were received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status 6 reported events were confirmed during testing. - 6 devices were found to be affected by missing paint chips.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 157 </noe> malfunction events in which the device had paint chips missing. 157 events had no patient involvement; no patient impact.